Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the objective lens of the gastrointestinal videoscope had foreign material and also had a blurry image. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the objective lens of the gastrointestinal videoscope had foreign material and also had a blurry image. There were no reports of patient involvement.